Event description:
Caller reported a 5% increase in the internal battery charge over a short period of time, which was considered relatively small. There was no adverse impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.